Event description:
The patient's attorney alleged a deficiency against the device. Additional information has been requested, but not yet received.

Event description:
Complaint # (B)(4). Per additional information received, the patient has experienced mesh erosion/exposure which required the mesh to be trimmed on two occasions, a urinary tract infection, dysuria, frequency, vaginal tenderness, "residual dyspareunia," vaginal spotting, and mild pelvic relaxation.

Event description:
Per additional information received, the patient has experienced sharp pain, bloody discharge, off and on cramping pain, rectal pain with bowel movements, pressure and discomfort when urinating, sense of inability to empty her bladder (urinary retention), tenderness along the right anterior vaginal proximal arm of mesh, symptoms of recurrent prolapse, recurrent sensation of pressure, first to second degree decent of the anterior and posterior vaginal walls, mesh exposure of mid portion of anterior vaginal wall, pulling one week after mesh excision, difficulty with bowel movements, voiding dysfunction, chronic pelvic pain, urinary incontinence, post void dribbling, early apical enterocele, urethral hypermobility, levator myalgia due to the arms of the synthetic mesh, vulvar vestibulitis, overactive bladder, urinary hesitancy, double voiding, urinary urgency, yeasty vaginal discharge, abdominal pain, constipation, occasional discomfort with bowel movements, synthetic graft exposure in the suburethral tissues, somatic dysfunction of pelvic region, low back pain, left sacroiliac joint pain, spouse feeling something during intercourse, banded mesh erosion, sinus tract with two openings in the mid anterior vagina proximal to the ureterovesical junction consistent with anatomically incorrect obturator sling and vaginal scarring. She underwent surgical and nonsurgical interventions such as attempted in-office trimming of mesh without success ((B)(6) 2011), excision of vaginal mesh and vaginal repair ((B)(6) 2011), pelvic floor therapy, left sacroiliac joint ligamentous steroid injection and vaginal mesh removal ((B)(6) 2016). The patient alleged loss of consortium and bowel obstruction. It should be noted that an xray of the abdomen on (B)(6) 2014 showed no evidence of bowel obstruction.